Manufacturer narrative:
Isi received the stapler sheath associated with this complaint and completed its investigation. Failure analysis (fa) replicated/confirmed the reported issue ¿ torn. Fa noted there is a visible tear observed at the proximal end of the sheath. Materials measuring approximately 0.44" x 0.063", 0.021" x 0.067" and 0.024" x 0.049" were missing and not returned by the customer. The known cause of this failure is mishandling/misuse. Based on information provided, this complaint is a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the stapler sheath was found to be torn. The stapler sheath was returned to isi, evaluated, and missing material was identified. It is unknown if any fragments from the stapler sheath fell and were retained inside the patient. However, there is no indication that a malfunction of the stapler sheath occurred. The damage to the stapler sheath can be attributed to mishandling/misuse. Refer to the MDR report with patient identifier # (B)(6) for information regarding the first stapler sheath that was found to be compromised.

Event description:
It was reported that during a da-vinci assisted sigmoid colectomy procedure there was a tear on the stapler sheath. The tear was observed while the stapler was inside the patient. On 5/07/2019, intuitive surgical, inc. (Isi) completed follow-up investigation and obtained the following: the customer stated there was a hole on the sheath of stapler instrument. The surgical staff obtained another stapler sheath, which was also identified to be compromised. It is unclear if the second stapler sheath was used intra-operatively. The customer was not sure if any fragment(s) fell into inside the patient as the operating room staff did not find any fragment(s) inside and outside of the patient. There were no post-operative test(s) performed to check for fragments remaining inside the patient. Per the reporter, the patient condition was fine and there was no harm to the patient. A video of the surgical procedure is not available for isi to review. The site completed the procedure after they swapped out the stapler instrument and compromised sheaths.